Event description:
Add'l info received from MFR 08/16/02: per olympus' conversation with the reporting systems monitoring branch of the FDA, the complaint will not be submitted as an MDR. Due to the significant amount of undisclosed, i.e., redacted info in the complaint, olympus is unable to determine if the info reasonably suggests that the olympus device caused or contributed to a death or serious injury.

Event description:
At the hosp the following events happened. Pt was already admitted to the hosp, they decided since pt had fluid in chest cavity to move pt to ICU. Pt was given a chest tube to drain the fluid and a bronchoscope at the same time. They kept pt as a paralytic pt and, for a couple of days there were no changes. Four days later the hosp called and said they didn't expect pt to live through the night. Pt progressively got worse and died at 10:30 am four days later.